Manufacturer narrative:
Batch review performed on (B)(6) 2016. Lot 160474: (B)(4) items manufactured and released on (B)(6) 2016. Expiration date: 2021-05-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional information received from the initial reporter on 23 september 2016 and includes: the revision surgery was performed on (B)(6) 2016. All implants (cup, liner, stem, head) were removed due to infection. This is a stage 1 revision and patient will undergo another surgery (approx 6 / 8 weeks) to replace implants when the infection has cleared. Not available.

Event description:
The patient will require a revision surgery to remove the cup due to infection causing loosening of cup.